Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 09/28/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: if applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? Complete closure of the defect, 8 lateral stay sutures with pds 5/0. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers no. How much time from initial hernia repair to hernia recurrence? Implantation of sublay net (B)(6) 2018, first asymptomatic sign of hernia in CT-control (B)(6) 2019 was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? No. How was the recurrence diagnosed? (B)(6) 2019 in CT-scan, clinically evident (B)(6) 2019 what are the surgical findings of the reoperation? Rupture of the net in the midline mesh location and integrity mesh placement and integrity laterally good was any deficiency or anomaly of the mesh? If yes, please describe it. No are there any pictures available? No. How many hernia repairs have you performed using vypro mesh product? More than 100 what were current symptoms following the index surgical procedure? Onset date? Initially no symptoms, starting (B)(6) 2019 with supraumbilical swelling, no pain what are the patient comorbidities/concomitant medications? None related to the recurrence, regular follow up for tumor-disease (up to date no recurrence) what is physician¿s opinion as to the etiology of or contributing factors to this event physiognomy of the patient, increased abdominal pressure as cause for the rupture can not be ruled out (adipositas). What is the patient's current status? Good, no signs of tumor or hernia recurrence.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers. How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? What are the surgical findings of the reoperation? Mesh location and integrity. Was any deficiency or anomaly of the mesh? If yes, please describe it. Are there any pictures available? How many hernia repairs have you performed using vypro mesh product? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient's current status?

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2018 and the mesh was implanted. It was reported that the mesh broke centrally, around the relapse; hernia. It was reported that the patient had a new hernia, because of that it was detected that the mesh was broken. It was reported that it was an intact mesh, and the mesh was not explanted. It was also reported that the hernia was sublay, retro muscular and the defect size of the hernia was at least 5 cm width and around 8cm long. It was also reported that op protocol was named as grid-lacunar abdominal hernia; means at least ehs m2-3 w2 width 5cm, length 8cm. It was also reported that a new mesh was implanted, and the patient recovered from second hernia.